Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/09/2016 (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an inguinal hernia defect repair procedure on unknown date and the mesh was implanted. The surgeon opined that, following the procedure, the mesh performance was inferior to potential adverse reactions such as inflammation, foreign body induced seroma, chronic pain and extrusion/erosion due to a foreign body and increased a risk for infection. No further information is available.